Event description:
It was reported that during an open low anterior resection, there was uncut target tissue all round though the target tissue was stapled in b-formed shape all round. The procedure was not converted. The uncut target tissue was resected via the anus as it was near the dentate line. Additional suture for a seromuscular strengthen around the anastomosis site was performed to complete the case. There were no adverse consequences to the patient. The thickness of the target tissue was regular. The jaws clamped the target tissue properly. The device was not fired across something hard such as a clip. A purse-string suture for the anvil side was performed with a purse-string instrument. There was no anomaly in setting the anvil and the device and these were set with a clicking sound properly. Before the device was fired, it was confirmed that the indicator was within range of 1/3 the green gap setting scale. There was no unexpected resistance at the firing. Although the firing force was higher than expected, the firing handle was grasped fully. There was no unexpected resistance in removing the device from the patient. Reinforcement material was not used. No device will be returning.

Manufacturer narrative:
(B)(4).